Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was observed to be torn. A leak was observed due to this tear. The timing and cause of this damage is unknown. The start of the external tear measured approximately 0.729 inches from the nailhead and the end measured approximately 0.797 inches from the nailhead. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 19.8 mmol/l (356.4 mg/dl). The pod was leaking while worn on the patient's abdomen for between 5 and 24 hours.